Event description:
It was reported when using the bd max¿ gbs assay on the bd max instrument 4 false positive results were produced. Confirmatory testing was done (rerun of samples). There was no report of adverse patient impact. The following information was provided by the initial reporter: "customer repeated 9 initial positive samples on run #114. Total of (B)(4) samples repeated as negative for gbs. -customer reported results as negative."

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary; inv-22-plc-223. Customer complained about 9 positive results out of 16 samples tested in run 112, when using the bd max¿ gbs kit lot 1327033. One other complaint was filed on the bd max¿ gbs kit lot 1327033, also for false positive result, and contamination was the most probable cause identified. In the last twelve months, complaint history review showed other complaints regarding discrepant or false positive results with bd max¿ gbs assay. Various potential root causes were identified such as customer contamination. Based on the complaint review, no reagents issue was identified. No anomaly was observed, in bhr review of bd max¿ gbs kit lot 1327033 which could have a link with the customer issue. Also, the kit met the release specifications and qc results were within the trends. Retain material was not tested since it would not provide more information than what is available from the final qc test. A gross product contamination would have been detected by the final qc test, which is not the case. No sample was received for investigation. Three runs (runs 111, 112 and 114) from ct2375 were received for investigation. However, since run 111 contained only samples tested with the bd max¿ vaginal panel assay and did not concern the present complaint, it was not investigated. Customer complained about nine positive results obtained in run 112. Among them, five samples remained positive in the repeat run 114, and manual pcr curve adjudication performed revealed early amplification curves in the fam channel (gbs target) in both runs, suggesting true positive results (run 112 samples position a04, a07, a12, b10 and b11). The remaining four samples did not repeat positive in run 114 (discrepant results; run 112 samples position a08, a10, a11 and b09), and manual pcr curve adjudication revealed amplification curves with late amplification in the fam channel, without anomaly. Such late amplification is unexpected with the gbs assay since samples are tested following an enrichment step in broth. Based on the investigation, the most probable cause for the discrepant results is cross contamination introduced during the sample preparation at the customer¿s site. Overall, although bd was unable to confirm the exact cause of the customer¿s positive result, no reagents issue is suspected. H3 other text : see h10.

Event description:
It was reported when using the bd max¿ gbs assay on the bd max instrument 4 false positive results were produced. Confirmatory testing was done (rerun of samples). There was no report of adverse patient impact. The following information was provided by the initial reporter: "customer repeated 9 initial positive samples on run #114. Total of 4 samples repeated as negative for gbs. -customer reported results as negative."